Event description:
Pt went into hospital stating equipment (oxygen concentrator) was not working and was feeling out of breath.

Manufacturer narrative:
Airsep is waiting for the oxygen concentrator to return for evaluation. A follow-up report will be sent.